Manufacturer narrative:
(B) (4).

Event description:
The patient experienced erratic stimulation in the pocket area following a fall. The device also displayed the "elective replacement indicator" message when interrogated. The neurostimulator was replaced. Further information was requested.